Manufacturer narrative:
(B)(4). Updated: b4, b5, d1, d2, d4 (item, lot), g3, h1, h2, h3, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: poland h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the tendon reinsertion procedure using the surgical technique with a 5 mm titanium anchor. The surgeon screwed in the anchor but after three turns the anchor fractured off. A piece of the anchor resides in the patient. Competitor product was used to complete the procedure. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h11. Reported event was confirmed as visual examination of the returned product identified the tip of the anchor is fractured. The returned device was reviewed with scanning electron microscopy. Fracture surface artifacts show sheared ductile dimples suggesting the bending overload mode of failure. Semiquantitative eds elemental analysis found the material to be consistent with ti-6al-4v titanium alloy. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.